Manufacturer narrative:
Based on the claim against the product by the customer noting repeated 23, 30, 281, and 307 errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the following parts to be on the safe side: an armrest harness and two sbp to rac2 cables. The system was tested and verified as ready for use. The complaint regarding system errors 23, 30, 281, and 307 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was reported that prior to starting a da vinci-assisted surgical procedure, the system had repeated 23,30, 281, and 307 errors on mcl2. At this time, it is unknown if ports were placed on the patient at the time of the reported issue. The surgeon made the decision to convert the procedure to a laparoscopic surgery. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system had repeated 23,30, 281, and 307 errors on mcl2. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.